Manufacturer narrative:
Batch review performed on 20 july 2020: lot 177122: (B)(4) items manufactured and released on 08-feb-2018. Expiration date: 2023-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager: delayed infection in cementless tha, 2 months after primary operation. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Additional implant involved: cup: versafitcup cc trio 01.26.45.1158 acetabular shell cc trio no-hole ø 58 (k122911) lot. 174469. Batch review performed on 20 july 2020: lot 174469: (B)(4) items manufactured and released on 08-nov-2017. Expiration date: 2022-10-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: liner: versafitcup cc trio 01.26.3248hct flat pe hc liner ø 32 / f (k103352) lot. 165956. Batch review performed on 20 july 2020: lot 165956: (B)(4) items manufactured and released on 05-dec-2016. Expiration date: 2021-11-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The hip of the patient was revised on the (B)(6) 2020 (2 months after primary) due to the loosening of the hip stem. Initially, he wanted to change only the stem, but since the surgeon did a puncture and discovered a low-grade infection, he decided also to change the cup and the liner. No more information about the infection agent is available. It is unknown if the loosening is related to the infection.